Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and cleaned the reagent probes r1 and r2. The both reagent probes were determined to be the likely cause. There have been no further occurrences of discrepant results since the probe was cleaned by service. Return testing was not completed as returns were not available. A 12-month review of tickets did not identify any trends for the arc, probes r1 and r2 regarding the current complaint issue. A review of service history for the architect c16000, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c16000 and reagent probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the reagent probes or the architect c16000 processing module, serial number c1601012 was identified.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased carbon dioxide (co2) results on architect c16000 processing module for one patient. The results were provided:on (B)(6) initial co2 result=13.5 meq/l/ repeated co2 result=23.5 meq/l(%shift=43%) (laboratory reference range=22-29 meq/l). There was no reported impact to patient management.